Event description:
A malfunction was reported on the pump, and no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The customer noted that the pump would not turn on and did not hold a charge and planned to call back for troubleshooting assistance. Technical support was set to open separate case issues to address these concerns.